Event description:
On (B)(6) 2013, I was admitted into the hospital with severe abdominal pain. An examination included x-rays, a cat scan and blood work. As a result, the doctor informed me that I had a bowel obstruction, that required immediate and emergency surgery. During surgery on (B)(6) 2013, a portion of my small intestines was removed. The removal was required because a mesh (that was implanted in 2005 for a urachal cyst) had adhered to my intestines. During the surgery in 2005, I was not notified that the mesh had been implanted.